Event description:
The customer reported that their central nurse's station (cns) is not booting into software.

Manufacturer narrative:
Details of the complaint on (B)(6) 2020, customer at (B)(6) reported the cns (pu-621ra sn: (B)(6) ) was not booting into the software. The system was reported to freeze on the splash screen and display error message "no operating system found" upon boot up. The customer was unable to swap the hard drives due to only having one hard drive in the cns. Investigation summary the root cause is determined to be lack of preventative maintenance. The cns failure occurred due to loss of system redundancy caused by failure to replace a previously failed hard drive. The customer was previously advised under ticket 81991 to replace their failed primary hard drive as the cns was operating without a secondary hdd as a back up. Approximate age of the unit is 8 years and the issue was discovered upon booting into the application. Once nka was made aware of the incident, action was taken to provide customer with the hdd's needed to restore cns functionality.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is not booting into software. The customer also reported that upon boot up, the cns system freezes on splash screen, after which it reads "no operating system found". No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: concomitant medical products.

Event description:
The customer reported that their central nurse's station (cns) is not booting into software.